Event description:
A customer reported that a customer got a reading of 110 mg/dl on their adc meter that was higher than they felt they were. The customer called the paramedics who, upon arrival, obtained an hcp meter reading of 50 mg/dl. It is not clear if the two readings were obtained within a 10-minute timeframe. In 2008, additional information was received by adc customer service stating that the paramedics had treated the customer with a glucose injection. The customer was not taken to a local hospital and no diagnosis was reported. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification for the device.